Event description:
While on a patient, hls was making a noise that did not sound like air but rather a noise that sounded like a mechanical issue with the hls. The customer decided to lower flow and then increase and that reduced the noise but it did not go away. Then it was decided to stop flow and take disposable off and put it back on to re-seat the hls disposable. This fixed the situation. The concern is that no one touched the hls set to create the issue in the first place so how it was un seated is not understood. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the affected product for return on 2020-01-10. Sample received on 2020-02-17. The returned product was investigated in the laboratory of the manufacturer on 2020-03-31. The visual inspection of the complaint sample did not reveal any visible defects. As the oxygenator was clotted, it was necessary to rinse it several times with water and clean it with sodium hypochlorite. The leak test performed according to lv 201 (blood side) did not reveal any leakage at the oxygenator. To check the centrifugal pump, the oxygenator was connected to a cardiohelp and a water circuit was created. The pump ran perfectly and without any unusual noise at both low and high speeds. Thus the reported failure could not be confirmed. The most probable root cause could not be determined as there was no malfunction. When the event occurred, the device was being used for treatment of the patient. The product was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal ref no (B)(4), onesupport: (B)(4).